Manufacturer narrative:
The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number (B)(6). At an unknown time, the meter result was 6.3 inr. The customer thought they may have misinterpreted the result but was unsure if the misinterpretation was due to a display issue or user error. At 10:52 am, the meter result was 3.1 inr. Customer's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Medwatch fields d1, d2 and d4 have been updated.